Event description:
It was reported that the patient experienced fluid loss due to a cylinder rupture with an inflatable penile prosthesis (ipp). A revision surgery was performed. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.